Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence, gastrointestinal/pelvic floor. It was reported that the reason for call was patient stated they were having a colonoscopy next week and does not know if the therapy should be on or off. Patient is not sure if therapy is still on or not. Patient mentioned having irritable bowel problems. Agent asked when this started, patients states off and on for their whole life and it has started again. Patient was told they would not have done a colonoscopy except they tried all kinds of other things and nothing worked. Agent reviewed patient can charge up equipment and turn therapy off and back on. Patient will call back if they needs assistance. Patient states only seeing their doctor once for the implant and tried calling the manufacturer rep yesterday but the rep was not available. Patient will follow up with the rep. The patient called back on (B)(6) 2026. The reason for call was to report that has very bad irritable bowel and has had a tough time the last couple of months. When asked, patient said doesn't know if the therapy is helping with their symptoms. Patient said that has a colonoscopy tomorrow afternoon and was told that if there are polyps the device should be off. Patient asked for assistance with turning stimulation off. Patient said hasn't connected to implant in years and said that was set to a very low setting. With instruction, patient tried to connect to implant however received the message, no device found. Reviewed repositioning of communicator however after several attempts patient wasn't able to connect. Patient did place hand directly over implant and said that it seems like the bottom half disappears, doesn't feel it as well as the other edges. When asked, patient doesn't have anyone else with them to assist at this time. Patient to try to connect later when has someone to assist them. The issue was not resolved through troubleshooting. The patient called back with their son. The agent reviewed external device use and the patient was able to connect to the ins and turn therapy off.